Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: lnq11 implantable, cardiac monitor implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the chronic right atrial (ra) lead exhibited high and increased thresholds and had a dislodgement. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.